Manufacturer narrative:
The case description states that the user's controller was unable to load past step 19 during initialization. The physical controller was received for investigation. Upon turning on and unlocking the returned controller, it was observed that the application booted up and loaded to step 19 of 29 before the application restarted and started loading again at step 0, only to reach 19 and restart again. The debug version of the application was installed to pull android log files. The debug version of the app was opened and the issue replicated, however an app not responding message was generated which provided the option to wait for the app to respond. The dialog appeared several times with the wait option being selected each time before the app broke out of the loop and completed initialization. The debug logs showed that, while the app was stuck on step 19, it was attempting to purge records. It took several minutes before the system could purge sufficient records to continue initialization. Inspection of the production android log files showed a large increase in records between initializations and confirmed the application attempting to perform a similar record purge before the application restarted. The production version of the application prevented the purge of the records due to the amount of time it takes with no response, which resulted in the app restarting once time allowed for initialization was reached. The cause of the reported event has been determined. No further investigation is required.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.5 cloud - smartphone operating system 18.0 cloud - smartphone hardware iphone15.2 cloud - cgm sensor type g6.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached an unknown level. It was also reported that the controller was stuck on the loading screen. Symptoms reported include swelling, and urinating often. The patient was kept hydrated to resolve the issue. The patient was released 2 hours later.